Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing resulting in inappropriate atrial tachy response (atr). Technical services (ts) recommended right atrial sensing evaluation. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d exhibited pacemaker mediated tachycardia (pmt) and atr episodes due to an unknown rhythm, additionally it was noted that far-field oversensing occurred on the atr episodes. Reprogramming was completed, however this did not resolve. Ts recommended additional reprogramming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing resulting in inappropriate atrial tachy response (atr). Technical services (ts) recommended right atrial sensing evaluation. This device remains in service. No adverse patient effects were reported.